Event description:
It was reported that the coil protruded from the tip of the microcatheter during removal. The non stenosed target lesion was located in the moderately tortuous and moderately calcified internal iliac artery. A 15mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. There was resistance in removing the coil from being stuck from the catheter, however, the physician managed to remove it safely. Then, a 6mm x 20cm interlock-35 coil was used, however, it became stuck in the catheter and had to be removed as a unit. The procedure was completed with another of same device. No patient complications were reported.